Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient is no longer able to hear with the device after falling, hitting her head. The recipient has been re-implanted.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been made available yet. This is a final report.

Event description:
The patient is no longer able to hear with the device after falling on her head. The device was functioning within specifications when tested in (b)(5) 2017.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is no longer able to hear with the device after falling on her head.